Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device has been dropped and there is a loose component on/from the power supply. There was no adverse patient impact reported.